Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check the pipe of the cs100 intra-aortic balloon pump (iabp)fell off and could not be inflated normally. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit and states that engineers checked the machine and found that it was normal. All test indicators passed. The equipment is working normally. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.